Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension . Product ID: neu_unknown_lead, serial# *(B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: neu_unknown_lead, serial# *(B)(4), implanted: (B)(6) 2004, product type: lead.

Event description:
The healthcare professional (hcp) reported that for the past "month or so," starting in (B)(6) 2015, the patient would have eight coupling bars and then they would dwindle off. Sometimes the patient could only get the implantable neurostimulator (ins) up to 75 percent and not go any further. The hcp was not able to replicate the issue when they met with the patient. The recharging statistics showed the patient had several charging sessions in a row where they only got to (B)(4). It was noted that the patient had not been plugging the recharger into the wall when recharging. The patient had tried repositioning the antenna. A recharging holster had not been used and the patient was holding the recharger antenna over the ins. The patient was indicated for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.